Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi received the iesu involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported errors in the logs. During testing, the iesu displayed error code c34 at startup, and the logs recorded codes c84 and c00. The probable root cause of this error is attributed to a faulty electrical component inside the erbe generator. The error c34 indicates a lower voltage than expected during energy activation and error c38 indicates high frequency current measurement value too low in on state. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
It was reported that during a da vinci-assisted ventral hernia transabdominal preperitoneal (tapp) surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that errors c38 and m11 occurred on erbe integrated electrosurgical unit (iesu). The tse advised the customer to power cycle the iesu. The customer elected to continue the procedure with a third-party generator (forcetriad). The procedure was completing as planned with no reported injury.